Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Factors that could have contributed to the reported event include: source power may have been interrupted prior to wand activation due to the wand not showing any signs of activation, disconnecting the wand from the controller after power has been turned on, previous use or incorrect power cycling of the controller can also have an effect on the wands life cycle. The ambient super turbovac 90 ifs wand incorporates a single-use feature which is designed to prevent reuse of the wand. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during arthroscopy procedure. The turbovac had an error 8. No delay and a back up was available to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.